Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date was inaccurate. The contact declined troubleshooting with tandem technical support. Reportedly, the contact adjusted the pump date to be accurate. Customer's blood glucose level was 109 mg/dl.